Manufacturer narrative:
Additional information: visual evaluation: damage to distal end of scope was observed. Functional evaluation: device ar-3210-0043, (B)(6) was examined under 20x magnification and 80x magnification using a hirox hrx-01 digital microscope and hr-2016e high performance zoom lens. This examination revealed damage to the distal tip of the device that was consistent with damage that may have resulted from impact with another surgical instrument before or during use. The device was also subjected to basic functional testing using a known good test console. The damage to the distal tip was evident and it obscured the live video image. No other functional issues were observed. The reported event of "grooves at the lower end of the device" was confirmed. This evaluation determined that the reported event most likely occurred due to use error.

Event description:
It was reported that during a wrist arthroscopy there were grooves at the lower end of the device. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.